Manufacturer narrative:
Investigation details: investigation was completed, and there was no non-conformities found. The complaint cannot be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector was very sticky and it was hard to slide. The same device was used to complete the procedure. No patient complications were reported by the hospital.